Event description:
Event description guidant received information that this implantable pacemaker (ipm) was explanted due to battery depletion and inablilty to establish telemetry, 25.0 months post-implant.